Manufacturer narrative:
H4: the lot was manufactured between november 23, 2022 and november 28, 2022. H11: the device was received for evaluation. Visual inspection revealed a vertical crack on the fill port. A functional leak test was performed, and a leak was observed from the crack area on the fill port. The reported condition was verified. The cause of the condition was not determined. However, the microscopic examination indicated a potential use-related cause. The customer may have inadvertently applied excess force onto the fill port during fill which resulted in a crack on the fill port a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. There was a rupture of the elastomer connection tube, and the contents of the elastomer were emptied. There was no report of patient injury or medical intervention associated with this event. No additional information is available.